Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports taking novorapid based on a device result of 178 mg/dl obtained on the mobile system. Within 10 minutes, he experienced hypoglycemic symptoms. The customer self-treated with 3 glasses of sweetened milk and an ambulance was called. The customer was taken to his cardiologist and was treated with oral glucose tablets. After 10 minutes the customer's blood glucose was 72 mg/dl. Requested return of suspect device.